Manufacturer narrative:
Product analysis: the protege rx device was returned to medtronic investigation lab for evaluation. The device was returned coiled in a biohazard bag. The device was returned with the touhy-borst tight. The device was returned with approximately 14mm of the stent exposed. The device was returned with biologics present in the shaft. The device was flushed. A 0.014¿ guidewire was loaded through the guidewire lumen without issue and the device was loaded into a deployment fixture. The stent could not be deployed, and the fixture reached 5.35lbs. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use protege rx along with spider fx 5mm embolic protection during procedure to treat a moderately calcified plaque lesion in the right proximal common carotid artery with 70% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length are 6mm and 30mm respectively. There was no damage to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. Deployment issue occurred with device unable to deploy. There was no resistance encountered during delivery to lesion. The device passed through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed before implantation. The lesion was pre dilated with a 5x40mm carotid artery balloon. Because the rx stent could not be deployed normally, a non-medtronic carotid artery stent was finally replaced with to complete the operation normally. There was no patient injury.